Event description:
It was reported the pt is no longer receiving stimulation due to the inability to establish communication between her scs ipg and multiple external devices (confirmed). Prior to the loss of communication, the pt was compliant with charging guidelines. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.